Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a revision due to multiple urinary tract infections (uti) and recurring incontinence. The device was explanted and replaced with one with a smaller cuff. No further patient complications were reported.